Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issues of needle bent, needle through shield and needle stick injury were confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the needle was bent and pierced through the needle shield. Bd determined that the cause of the failure was likely related to our automated shield loading process during manufacturing. Actions have been taken to prevent the occurrence of these defects. The lot provided for this complaint was produced before the implementation of our actions. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd¿ slip tip syringe with precisionglide¿ needle the needle point of the product was crooked, and the needle pierced through the needle cap. The following information was provided by the initial reporter, translated from chinese: in pediatrics, when the nurse opened the package, she found that the needle point of the product was crooked, and the needle pierced through the needle cap, resulting in needle stick injuries for nurses.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip tip syringe with precisionglide¿ needle the needle point of the product was crooked, and the needle pierced through the needle cap. The following information was provided by the initial reporter, translated from chinese: in pediatrics, when the nurse opened the package, she found that the needle point of the product was crooked, and the needle pierced through the needle cap, resulting in needle stick injuries for nurses.